Event description:
It was reported that during a shift check, the autopulse platform displayed a user advisory 7 (discrepancy between load 1 and load 2 too large) message upon power on. Customer indicated that there was nothing on the platform. In addition, the head restraints were observed to be damaged. No patient involvement was reported. No further information was provided.

Manufacturer narrative:
The product in complaint was returned to zoll on 03/11/2014 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.

Manufacturer narrative:
Investigation results for the returned platform as follows: visual inspection was performed and the following was observed: a head restraint loop was damaged. From the condition of the returned unit, the damages appeared to have been caused by wear and tear of the device over time. During functional testing, the platform displayed a user advisory (ua) 7 fault (discrepancy between load 1 and load 2 too large). Further inspection determined that this fault was being caused by the defective load cell. No further functional testing could be performed due to the observed ua 7 fault. No user advisories were observed to have occurred on the reported event date of (B)(6) 2014. However, multiple ua 7 faults were observed to have occurred on other dates. Based on inspection of the device, these faults are attributed to the defective load cell. Based on the investigation, the part(s) identified for replacement were the top cover and load cell. In summary, the reported complaint of the head restraint being damaged was confirmed during visual inspection and found to be due to wear and tear. The reported ua 7 fault was also confirmed during both archive review as well as functional evaluation. The ua 7 faults observed were found to have been caused by a defective load cell. Following service, including replacement of the top cover and load cell, the device passed all testing criteria.